Event description:
Rptr describes injuries he has received from use of the crest spinbrush. Specifically recession of his gum line and extreme pain. Dental professionals have stated this damage is permanent with no feasible way to reverse it. Rptr has reported his injury to proctor & gamble co. (Original MFR) and church & dwight co. (Current MFR); addressing his concerns for the overall safety of the spinbrush and risk to consumers.